Event description:
On 10/21/1999, the account reported a negative suds hiv-1 result for a pt with symptoms of aids. An eia was sent to the state and a positive result was reported. Western blot was also positive. No report of injury.